Event description:
The reporter stated that there was an inaccurate delivery. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The unit delivered as programmed during testing. Completed records in the pump history indicate the pump delivered as programmed. The most recent infusion shows the unit was programmed to deliver 20ml in one hour from a 20cc monoject syringe. The infusion was manually stopped after approx 0.221ml had delivered. The total volume delivered was reset to 0, and the delivery key was pressed again. The pump was then powered off, which prevented a final stop record from being recorded. Medex was unable to confirm the issue or determine a cause. There was no final stop record on the most recent infusion, which makes the pump history inconclusive. The pump was serviced per procedure and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.